Manufacturer narrative:
The results were reported outside the laboratory. Calibration and qc were acceptable. The customer uses a fixed-angle rotor for the sample tubes. This is not recommended as the separating gel can form an inclined surface which may be sucked in by the sample probe. There were 8 sample-related alarms observed on the alarm trace data from the day of event. Instrument maintenance was current. Due to the limited information provided, the specific cause of the event could not be determined. Calibration and qc data do not suggest a general reagent issue. The information provided suggests a pre-analytical issue. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e801 immunoanalyzer serial number was (B)(6). The tnths reagent lot number used on cobas e602 was 688124. Last calibration performed on cobas e801 was on 03-may-2023. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer when compared to a cobas e602 immunoassay analyzer at the same facility. Initial result: 107 pg/ml at 11:41 am. 1st rerun result: 7.57 pg/ml at 1:12 pm (on the same e801). 2nd rerun result: 5.86 pg/ml at 1:28 pm (tested on cobas e602). The initial result did not match the patient's clinical diagnosis and, therefore, no result was reported outside the laboratory. The sample was then rerun twice. The 1st and 2nd rerun results were deemed to be correct.